Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, the site did provide an image which was analyzed and showed evidence of entanglement. H3 other text: media review.

Event description:
It was reported that an entanglement occurred. The target lesion was located in the left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the lad. During the procedure as the physician was pulling the catheter back, the catheter wrapped up with the wire. The devices were removed from the patient and a different device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that an entanglement occurred. The target lesion was located in the left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the lad. During the procedure as the physician was pulling the catheter back, the catheter wrapped up with the wire. The devices were removed from the patient and a different device was used to complete the procedure. There were no patient complications.